Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. Product ID: neu_ptm_prog, product type: programmer, patient. (B)(4).

Event description:
Information was received from the health care provider (hcp) and manufacturing representative via the patient, regarding a female patient receiving intrathecal morphine via an implantable infusion pump. The indication for use of the device was for non-malignant pain and failed back surgery syndrome. It was reported that in 2013, shocking was coming from the pump. During an electromyography (emg) procedure, the patient had metal in their back and experienced a shock that went through where the pump was to the patient's back. Shocking with the emg procedure was reported. The location of patient's arm might have had something to do with it. The doctor stopped working on the left side of patient's body (where the pump was located) right when it occurred, and went to the right side. The patient was operated on the "right hand," because there was not enough information on the left side from the emg. The doctor was looking for compatibility guidelines for the use of emg with the pump. No other information was given regarding this event, if additional information is received this report will be updated.